Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction with 350cc mentor siltex gel implants as part of an adjunct study experienced right sided capsular contracture and left sided rupture post procedure. The patient fell in (B)(6) 2019 and began experiencing issues with her implants over time. Initially the patient felt breast pain, and by (B)(6) noticed a change in feel and a visible breast deformity. In (B)(6) the left appeared more deformed than the right. In (B)(6) the patient saw her primary physician and stated that her left upper pole was hard and painful to touch. Her left breast was burning and pulling at her sternum when she moved. Sometime after this, her right breast began burning as well. During consultation with a surgeon, the physician diagnosed left sided rupture and right sided capsular contracture and ordered magnetic resonance imaging (MRI) to be performed. The results of that imaging are still unknown, however previous MRI results from unknown dates showed the implants were intact, slightly folded over with some fluid around the implant, and considered benign looking. The patient has indicated that the devices will be replaced with similar implants, however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2020-00811 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 1/17/2020. An explant was performed on (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: paresthesia/capsular contracture/chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 65618 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously omitted the lot number from d4 and the patient code for paresthesia in h6 with the initial report submitted on that same date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 8, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).